Event description:
It was reported that the patient was seen with high impedance after a battery replacement. The physician felt that the groove in the newly placed generator was small and damaged the electrode during insertion. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.